Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that when inserting the dilator into the vizigo¿ sheath, there was resistance and the valve broke. The sheath was replaced, and the procedure was continued and subsequently completed. No patient consequence was reported. With the information available, this was assessed as a MDR reportable hemostatic valve separation product malfunction. The resistance with sheath was assessed as not MDR reportable.

Manufacturer narrative:
The device evaluation was completed on 04-feb-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that when inserting the dilator into the vizigo¿ sheath, there was resistance and the valve broke. The sheath was replaced, and the procedure was continued and subsequently completed. No patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual and functional evaluation of the returned device. Visual analysis of the returned sample revealed that the sheath was found in normal condition and also revealed a kink on the vessel dilator. A function test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo¿ sheath and no resistance was felt during the testing with the vessel dilator. The outer diameter (od) vessel dilator was measured, and it was within specifications. The event described could not be confirmed as the device performed and no issues were observed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The device history record (DHR) for lot number 50000026 has been received and no internal actions related to the complaint were found during the review. Per the DHR, the h 4. Device manufacture date has been updated. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional investigation was initiated to address the root cause for the resistance to sheath issues. The instructions for use contain the following recommendations: -prior to inserting the device into the patient, pre-assemble sheath, dilator, and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. -if resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 05-jan-2022. It was reported that the valve, at the point of insertion broke. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. No photo is available. The sheath was not being used on the patient. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).